Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/03/2015-product analysis:the device was returned and evaluated by product analysis on 02/13/2014 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed evidence of a power issue. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump; the cap¿s contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage was found to the power circuit.